Event description:
Chemolock cl-13 bag spike slid completely out of 250 ml normal saline bag containing chemotherapy. This resulted in exposure and a chemotherapy spill response. The bag spike was confirmed to be completely seated by the pharmacist completing admixture. Nurse that started administration process did not pull on the connection; however, when hanging the bag, the spike slid out resulting in a hd spill. FDA safety report ID# (B)(4).